Event description:
As reported to the FDA (report # (B)(4)): a cook's celect vena cava filter was implanted into my husband to prevent blood clots from going to his heart/lungs in 2009. In a CT taken just two weeks after implanting the filter, it shows the filter tilted and two prongs protruding out of the vena cava. This was found out when we saw a copy of that CT after my husband was hospitalized in 2010. My husband started to not feel right, with low back pain, low abdomen pain and pain with weakness in his legs. In the emergency room, they discovered my husband had a huge blood clot from the filter in his abdomen all the way down to both thighs, totally blocking off his blood supply to his heart. He had an emergency trellis procedure done and spent 8 days in the hospital. This is when we all discovered the filter to be the cause of his problems due to it being tilted with two prongs protruding out of the vena cava wall and some clots were starting to protrude up out of the filter. We have since heard that there has been problems with this filter. My husband saw the 5th best vascular specialist in the world about the removal of the filter at hospital. He said it would be high risk to try to remove it, so if it isn't causing more problems, to let it stay. But, if it causes more problems, it'll have to be removed and there is a 50/50 chance of survival.

Manufacturer narrative:
Expiration date: unknown as lot # was not provided by reporter. (B)(4): unknown as lot information was not provided by reporter. The evaluation was performed on a meeting with participation of the product manager, the medical adviser and the quality engineer. The evaluation of this complaint was based on the description only since it has not been possible to obtain any additional information, images or device (anonymous reporter). Also no rpn or product lot # have been available for the investigation. According to the description, it was noted that the filter was tilted and that two filter legs were protruding out of the ivc. However, the filter caught a huge blood clot which caused hospitalization in a trellis procedure. Beside the perforation and the tilt, this description indicates that the filter worked as intended, since the clots were caught. However, it is not possible to determine if the filter actually did tilt and perforated ivc without images. Also the patient experienced low back pain and abdominal pain. It is possible that the filter legs are pressing on surrounding nerves, causing the pain. Weakness in the leg was also mentioned as a symptom before hospitalization of the patient, this is most likely due to the big clots caught by the filter. It has not been possible to obtain additional information, and we do not know the current status of the patient. Filter perforation of the vena cava wall is a well known risk. Several case reports published in articles, describe filter perforation of the vena cava wall. Despite perforation they all end up in successful filter retrieval. Nothing further is initiated since the description and the images do not indicate presence of device failure.